Event description:
The customer reported the system displayed a communication failure error message which can cause a system lock-up/no boot. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.